Manufacturer narrative:
UDI was corrected . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 388928. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported that a consumer¿s implantable neurostimulator (ins) and not working lead were explanted. Additional information received reported the ¿not working lead¿ meant there was no reaction and impedance was >4000 ohms on all 4 electrodes. Troubleshooting was noted as impedance test. The cause of the lead not working was not determined. The consumer did not experience any symptoms related to the not working lead. Additional information received reported that the ins was explanted, the lead was tested with an external neurostimulator (ens), and then the lead was explanted. There were no further complications reported and/or anticipated.